Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with central toxic keratoplasty (ctk) in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision with haze in right eye. Patient reported symptoms are not interfering with daily activities. A bandage contact lens was placed in right eye to resolve the blurred vision from ctk. Account reported that it was determined the statum autoclave have failed its testing on the day of surgery. They have performed an extensive cleaning of the surgery room as well as changed instrument cleaning techniques and they have done over 200 cases since the ctk without incident. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.00 x -.75 x 95, left eye pre-op 20/20 -1.25 x -1.00 x 75. Bcva from (B)(6) 2017: right eye post-op 20/40 1.00 x -.50 x 70, left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/40, left eye post-op 20/20.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.